Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission for device evaluation. Complaint not confirmed. No problems found with device upon our evaluation. Pump ran for approximately 20 mins with no issues. Returned tubing ar-6411, did not function during function test due to collapsed bladder sleeve. As reported in the event, the pump alarmed and turned off, customer turned the pump back on after the pressure failed without replacing the tubing. The customer proceeded with the procedure with the failed condition to the end of procedure. Based on the information provided and without device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (pre-operative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event this is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the dualwave arthroscopy pump ar-6480 serial (B)(4) (cc95086-line 169372) along with redeuce pump tubing w/connector 8' long (cc95086-line 169373) and redeuce patient tubing w/connector 8' long (cc95086-line 169374) were being used in a knee arthroscopy procedure. Once the bags and tubing were set up, the pump was running as if it was running out of water. The pressure failed, and the pump turned off. Once the pump was turned back on, it was still continuously running. The procedure was completed successfully with this pump and tubing sets. Some extravasation occurred in the patient. A cannula was inserted into the joint to remove the fluid. The patient was being sent home same day as scheduled.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. As reported in the event, the pump alarmed and turned off, customer turned the pump back on after the pressure failed without replacing the tubing. The customer proceeded with the procedure with the failed condition to the end of procedure. Based on the information provided and without device evaluation, the most likely cause(s) of this type of event is or procedures related to the set-up of the device and tubing did not conform to instructions provided. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (pre-operative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event this is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported that the dualwave arthroscopy pump ar-6480 serial (B)(4) (B)(6) along with redeuce pump tubing w/connector 8' long (B)(6) and redeuce patient tubing w/connector 8' long (B)(6) were being used in a knee arthroscopy procedure. Once the bags and tubing were set up, the pump was running as if it was running out of water. The pressure failed, and the pump turned off. Once the pump was turned back on, it was still continuously running. The procedure was completed successfully with this pump and tubing sets. Some extravasation occurred in the patient. A cannula was inserted into the joint to remove the fluid. The patient was being sent home same day as scheduled.